Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a pci procedure an attempt was made to use one 6f export ap aspiration catheter when effective aspiration could not be achieved and the device failed to aspirate completely. The device was removed from packaging per IFU with no issues. The device was not inspected. The device was prepped per IFU with no issues. The stylette was removed prior to insertion. Excessive force was not used during insertion/delivery. The lesion being treated was a moderately tortuous, moderately calcified lesion with 85% stenosis located in the mid section of the artery. The procedure was then completed using an aspiration catheter from another brand. No patient complications were reported as a result of the event.